Manufacturer narrative:
(B)(4). Batch # m93e98. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 2 malformed clips were received in a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no ncr¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first fire, clip deployed without issue. Went to fire second clip, and handle stopped halfway through fire. Surgeon was able to safely remove device. Once it was on back table it sprang open. Surgeon did not want to use again in case it locked up. Case completed with another device of the same product code. There were no patient consequences reported.